Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue and is adequate. Investigation summary: one glidepath d/l 14.5 f catheter, two adhesive dressings, two end caps, one insertion stylet, one tunneler, one introducer needle, one safety scalpel, one dilator, one dualator, one guidewire in a guidewire hoop, one introducer peel-apart sheath, and one introducer safety needle were returned for evaluation. Packaging and labeling were also returned. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for broken tunneler tip, as the proximal tip of the plastic end of the tunneler was observed to be missing from the returned tunneler. The break end was observed to be jagged. H10: g4 h11: h3, h6 (device, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tunneler component of a dialysis catheter was allegedly broken prior to patient use. There was no patient contact.

Manufacturer narrative:
Photos were provided for review. The lot number for the device was provided, a review of the device history records is not required as this is the only complaint with the provided lot#. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2020).

Event description:
It was reported that the tunneler component of a dialysis catheter was allegedly broken prior to patient use. There was no patient contact.